Manufacturer narrative:
Event date: the event occurred on an unspecified date in (B)(6) 2022. The devices were discarded and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line of four (4) amia automated pd cycler sets disconnected from the cassette which resulted in a leak. This occurred during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event.